Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-07-12. H6: investigation summary . Bd received 1 shelf pack sample and 2 photos for investigation. The photos were reviewed and the indicated failure mode for damaged shelf label with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the issue of damaged shelf label was observed. Retention samples from bd inventory, were evaluated by visual examination and the issue of damaged label was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd microtainer® map microtube for automated process k2 edta 1.0 mg, the device experienced label lift off/partial peel off. The following information was provided by the initial reporter. The customer stated: this is a report about a labeling issue. According to the customer's report, the label containing the barcode was torn.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd microtainer® map microtube for automated process k2 edta 1.0 mg, the device experienced label lift off/partial peel off. The following information was provided by the initial reporter. The customer stated: this is a report about a labeling issue. According to the customer's report, the label containing the barcode was torn.